Manufacturer narrative:
D9: date returned to mfg 4/4/2024. Four samples were received for evaluation. On one sample that was returned in used condition, it was detected that the valve was disconnected from the tubing. On the rest of the samples, no damage or other defects were observed. The reported issue of ¿disconnected¿ was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: event date unknown. E1-initial reporter phone: (B)(6) h3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion of total parenteral nutrition (tpn), without tension on the system attachment, a piece of the port fell apart. Per the reporter, there were no adverse patient effects.